Event description:
Info has been received indicating that 10 c-g future bands have been explanted at the same hosp by the same surgeon 2-4 weeks following implantation due to regurgitation. The events are not product related according to the surgeon who claims the regurgitation was related to his implant technique. He used running stitches which are not recommended in the IFU. The surgeon had completed a training class with other drs. Prior to using the product. The events appear to have occured from november through february.